Manufacturer narrative:
In order to prevent the user from accidental switching off apollo different measures were taken by design. The main power switch is located in an area of the device front with few user interaction during operation and the switch is embedded into the surface. In case of the main power switch is pressed, apollo waits for 10 seconds giving acoustic signals. The screen informs the user that device will be shut down and about the possibility of restarting the machine with the message "push mains power switch to cancel shut down and return to previous operational mode. Additionally, a bar graph gives feedback on the progress of the 10 seconds. During the shut down process the ventilation is continued. The behavior of the device is described in detail in the current IFU.